Event description:
Information received indicates the head section will not stay raised. The head section is slowly drifting down.

Manufacturer narrative:
The technician replaced the head up valve to repair the bed.